Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the needle stick injury treated? Was any medical or surgical intervention provided? If yes, please describe. Were there any health consequences due to the needle stick? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002.

Event description:
It was reported that on (B)(6) 2023, a needle was sticking out of the packaging when nurse was retrieving it from the box. The nurse experienced a needle stick. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned device. The returned sample revelated that it was received, one unopened sample that pertain to product code 10x52. This product code is multistrand and required then strands double armed. Upon visual inspection of the returned sample, it was observed that one needle was outside of the primary packet (msda) and there was a hole in the packaging (overwrap) caused by the needle tip. Upon further investigation, the sample was opened, revealing an incorrect park needle. Based on the information currently available, the hole in the overwrap package and incorrect needle park was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: was any medical or surgical intervention required for the nurse because of the needle stick? If yes, please provide specific details on the intervention required. As per inventory controller, no significant intervention required as it was discovered outside the sterile field (non-contaminated). Standard protocol for needle stick injury was logged.